Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a dim and discolored display, and a cold solder connection on the transceiver board. This report is made based on results of investigation completed on 02/06/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/06/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked. During testing, the pump was powered on and the display screen appeared dim and discolored. Multiple cs 215 call service alarms were observed in the black box data. The pump emitted a cs 215 call service alarm during an attempt to pair the pump with a test transmitter. The casing was removed, and a cold solder connection was found at a pin on the transceiver board. Unrelated to these issues, the bolus button cover was torn; however, the button was responsive. Initial reporter: (B)(4).